Event description:
Plastic implant device fractured upon insertion during use in a bladder suspension procedure. A portion of the device was left implanted in the body. The procedure was completed with no complications or injury to the pt reported.